Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that x-rays were obtained. It was unknown when the lead movement occurred. It was reported that the cause of lead movement was not determined. The reported that the issue was resolved as the leads were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the explanted leads were discarded. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the leads moved. The patient was scheduled for a revision on (B)(6) 2018. There were no falls or traumas related to the issue. The indications for use were non-malignant pain and complex regional pain syndrome type I. No patient symptoms reported.